Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reason as iol position changed and clinical reason for explant being not satisfied with position of lens, lens repositioned post initial surgery. The iol was explanted and exchanged for a non company lens following the initial implant procedure. Symptoms resolved. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the patient not satisfied with result.